Event description:
No additional customer information.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h2, h3, h6. The device was returned to olympus for inspection, and the reported malfunction was not confirmed. However, during the inspection another reportable malfunction was note: there was foreign material on the scope control body cover. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had distorted vision. The issue occurred during reprocessing. There was no report of patient harm.